Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was not confirmed. In addition, device evaluation found the resin part between switch #1 and #2 became cracked by dropping the affected part to a hard surface-mold became cracked by chemical stress, there was cut on switch #1 and #4 due to physical stress (caused by handling), due to angle wires stretched, there was low angulation and the play control knob movement was loose, there was a crack on the resin part due to impact such as dropping/ crack of molded part due to physical/chemical stress, the objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface, the additional adhesive applied around the light guide lens showed wear and tear, the adhesive on both sides of the bending section cover was cracked, the insertion tube became deteriorated due to handling issue, and the light guide tube was damaged due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope displayed an error code b30 (scope communication error). The issue was found during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed using a similar scope. There was no delay in the procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the scope cover was found to have white residual on both sides of air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white residue in both the lg-tube side and I/t side of the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from between the sw1 and sw2. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.